Manufacturer narrative:
The device was returned to olympus for evaluation. The device was connected to the test esg 400 generator and the cutting forceps found to have activated on its own. The blue coagulation button was removed and found the left dome switch was collapsed, which will cause electrical closed circuit, and can cause the device to activate on its own. The device history record was reviewed and found no discrepancy during the manufacturing of the lot.

Event description:
Olympus was informed that during a laparoscopic hysterectomy procedure, the surgeon observed the following error messages ¿e486 no instrument connected and e619 data transfer error¿ while utilizing two cutting forceps. It was reported that neither device would activate to seal the vessel. There was no bleeding reported. The intended procedure was completed with a different device. There was no patient injury reported. This is report 2 of 2.